Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery pack would not power on the monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't power up monitor) has been confirmed. Upon evaluation, the battery was found to have mismatched cells reading 0.974, 1.358, and 1.267 v. The cause for the mismatched cells cannot be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.